Event description:
The complainant alleged that during routine testing by biomed rep, the device output energy levels were too high. The device also displayed a "status 66" and "status 90" message. The complainant indicated there was no pt involvement with this reported malfunction.